Event description:
The patient's hip was infected, so the surgeon revised the head and insert.

Manufacturer narrative:
The catalog number, lot and device description of the revised insert is unknown. The other device revised was an alumina v40 femoral head 36mm, -5mm nk, cat # 6565-0-036, lot 36027201. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.